Event description:
The linvatec hornet 13mm disposable inserter was used successfully for one insertion of a 13 mm biostinger. On the attempt to insert a second 13 mm biostinger the inserter broke the outer metal shaft and bent the inner shaft approx. 1cm from the handle. A second handle was open and used successfully. The dr states "there was no twisting or bending force placed on the device."